Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-243a, unk_fotasoftware , mmt-332a, unk_sensor, mmt-1884, mmt-7333. No product return was required mmt-243a, unk_fotasoftware, mmt-332a, unk_sensor, mmt-1884, mmt-7333.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's diabetes educator called regarding connection and data upload issues with carelink. The customer had multiple carelink accounts and was unable to see data after a password reset and account relinking. The educator mentioned the customer had high blood glucose complications and was hospitalized, but the reason for hospitalization and the method of treatment were not verified. The event involved product(s) mmt-243a, unk_fotasoftware , mmt-332a, unk_carelinksw, mmt-1884, mmt-7333. The customer was advised to call for assistance with the minimed mobile app or a manual upload to carelink. Troubleshooting was not performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. No product return was required mmt-243a, unk_fotasoftware, mmt-332a, unk_carelinksw, mmt-1884, mmt-7333.